Event description:
It was reported that this right atrial (ra) lead was attempted due to lead conductor fracture, with the atrial appendage as the intended target. During manipulation, resistance was encountered near the annulus, giving the impression that the lead had become caught. Gentle tapping followed by pushing and pulling movements were applied, which successfully freed the lead. After release, another attempt was made to position the lead in the atrial appendage; however, even after removal of the stylet, the lead failed to return to the intended j shaped configuration. As a result, the ra lead was removed. The same maneuver was then performed outside the body, where the lead demonstrated only minimal bending when the stylet was withdrawn, confirming abnormal shaping behavior. Due to this observation, a new ra lead was selected and was successfully positioned without issue. Following the episode of resistance, a cardiac echocardiogram was performed as a precautionary measure, which confirmed the absence of complications such as cardiac tamponade or valvular regurgitation. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was attempted due to lead conductor fracture, with the atrial appendage as the intended target. During manipulation, resistance was encountered near the annulus, giving the impression that the lead had become caught. Gentle tapping followed by pushing and pulling movements were applied, which successfully freed the lead. After release, another attempt was made to position the lead in the atrial appendage; however, even after removal of the stylet, the lead failed to return to the intended j shaped configuration. As a result, this ra lead was removed. The same maneuver was then performed outside the body, where the lead demonstrated only minimal bending when the stylet was withdrawn, confirming abnormal shaping behavior. Due to this observation, a new ra lead was selected and was successfully positioned without anomaly. Following the episode of resistance, a cardiac echocardiogram was performed as a precautionary measure, which confirmed the absence of complications such as cardiac tamponade or valvular regurgitation. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was attempted due to lead conductor fracture, with the atrial appendage as the intended target. During manipulation, resistance was encountered near the annulus, giving the impression that the lead had become caught. Gentle tapping followed by pushing and pulling movements were applied, which successfully freed the lead. After release, another attempt was made to position the lead in the atrial appendage; however, even after removal of the stylet, the lead failed to return to the intended j shaped configuration. As a result, the ra lead was removed. The same maneuver was then performed outside the body, where the lead demonstrated only minimal bending when the stylet was withdrawn, confirming abnormal shaping behavior. Due to this observation, a new ra lead was selected and was successfully positioned without issue. Following the episode of resistance, a cardiac echocardiogram was performed as a precautionary measure, which confirmed the absence of complications such as cardiac tamponade or valvular regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: device codes; and h6: device codes.